Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when removing the balloon from the duct during the procedure, the black rx tunnel detached from the catheter and remained in the scope channel. Reportedly, a snare was used to remove the tunnel from the scope. The procedure was completed at this time. There were no patient complications as a result of this event.